Event description:
It was reported that pump displayed temperature alarms 10 and 11 while customer was charging pump using tandem charging supplies, and pump had not been exposed to extreme temperatures. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode and was informed that a replacement pump would be provided, with customer needing to re-enter pump settings and reconnect continuous glucose monitor, and customer understood and acknowledged these instructions.